Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
The pt suffered a cardiac arrest and was resuscitated. During cares after resuscitation, a disposable suction catheter and a ventilator circuit were removed from the pt's endotracheal tube. At this point the device that is the subject of this report (a closed ventilation suction system) was put in place. Shortly thereafter the pt became bradycardic and hypoxic; the pt then arrested again which required resuscitation via adrenaline and CPR. The product in question features a t-connector, the stem of the t-connector was connected to the pt's endotracheal tube and one branch of the t-connector was connected to a ventilator circuit. The other branch of the t-connector features a removable white cap. This white cap is removable to allow for the addition of accessories or to allow the ventilator circuit to be placed to either side of the pt. This report alleges that the white cap was not in place during use with this pt which hindered ventilation to the pt. The report states that the ventilator's alarms had been silenced during the placement of the closed ventilation suction system.